Event description:
A customer reported obtaining unexpected negative reactions with the capture-r ready-ID assay on galileo echo m00824.

Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. Review of color check image for initial testing showed sample was not dispensed into wells. Customer then performed repeat testing with the antibody screening and identification assays and the sample resulted as expected. Images for repeat testing were reviewed. Visually, results appeared as reported by the echo and anti-d was identified. Unable to rule out sample contained bubble during initial testing. The customer was referred to customer communication (B)(4) regarding liquid level detection distributed to customers (B)(4) 2011.